Event description:
According to user facility, device was in use with pt for intravenous delivery of bupivacaine. User facility reported that a toxic dose of bupivacaine was infused into the pt. No additional info has been provided regarding this incident.

Manufacturer narrative:
Device evaluation: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.